Event description:
It was reported that patient underwent a procedure utilizing meniscal repair devices on (B)(6) 2010. During the procedure, the surgeon attempted to deploy anchors from two devices of the same lot; however, the trigger on both devices jammed and the anchors could not be deployed. There was no injury to the patient or delay to the procedure as a result.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that prior to a breast biopsy, after removing the secondary packaging from the box, the seal was broken and the sterility of the marker was compromised. They changed markers and finished the case.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.